Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("he had a difficult time placing the right-side coil."). The patient had a medical history of umbilical hernia, c-section and overweight. Previously administered products included: mirena, promethazine, ibuprofen and oxycodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3204 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced iron deficiency anaemia ("anemia."), pelvic pain ("pelvic pain"), headache ("headaches."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorhagia (bleeding b/w periods)"), gastrointestinal disorder ("gi conditions") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with non-drug therapy (tubouterine implantation, bilateral). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, intermenstrual bleeding, iron deficiency anaemia, medical device removal, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy in essure confirmation test and essure insertion date, esuure confirmation test date was mention as (B)(6) 2013 and essure insertion date was mentioned as (B)(6) 2014. Date(s) of insertion: (B)(6) 2014 (as per pif). Injury type- pip. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.559 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram. Findings: the uterine cavity is normal. Bilateral essure devices are seen within the fallopian tubes. There is no free spillage of contrast into the peritoneal cavity. Impression; appropriate placement of bilateral essure devices without evidence of free spillage of contrast. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added .reporter information added .non drug treatment updated. Event medical device removal updated. Event on set date and action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.